Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ruptured ectopic pregnancy ('ruptured ectopic pregnancy') and ectopic pregnancy with contraceptive device ('ruptured ectopic pregnancy') in a 28-year-old female patient who had essure (batch no. A73752) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), 11 months 29 days after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left fallopian tube, salpingectomy). At the time of the report, the ruptured ectopic pregnancy and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy with essure. The reporter commented: essure insertion date: (B)(6) 2013 (as per mr discrepancy noted). Essure insertion details: left cornua and right cornua, number of proximal coils: 2 on left cornua and 3 on right cornua. Surgical pathology report: ruptured ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "ruptured ectopic pregnancy". Lot number: a73752. Manufacture date: 2012-11. Expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ruptured ectopic pregnancy ('ruptured ectopic pregnancy') and ectopic pregnancy with contraceptive device ('ruptured ectopic pregnancy') in a (B)(6) year old female patient who had essure (batch no. A73752) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required), 11 months 29 days after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left fallopian tube, salpingectomy). At the time of the report, the ruptured ectopic pregnancy and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter provided no causality assessment for ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy with essure. The reporter commented: essure insertion date: (B)(6) 2013 (as per mr discrepancy noted). Essure insertion details: left cornua and right cornua, number of proximal coils: 2 on left cornua and 3 on right cornua. Surgical pathology report: ruptured ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2013: negative. ¿concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: "ruptured ectopic pregnancy". Most recent follow-up information incorporated above includes: on 4-jan-2021: medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury to herself¿ was updated to events "ruptured ectopic pregnancy, ectopic pregnancy with contraceptive device and device ineffective". Essure lot number was added. This case is medically confirmed. Patient demographics, lab data were updated. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.